Event description:
It was reported by the consumer that post implant of a swedish adjustable band, there has been no restriction since 2009. On (B)(6) 2010, the radiologist put 14cc under fluoroscopy and there was no restriction. Contrast was injected into the port and showed no leakage from the band. No resistance to the passage contrast with up to 14cc injected. There were no ulcers or erosion noted. Consumer reports note in file from surgeon on (B)(6) 2010: suspect the band is open at the buckle. The surgeon has suggested gastric bypass however the waiting list is 5years. The band is still implanted. The band will be replaced on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band remains implanted.